Event description:
It was reported that the bd safety-lok safety mechanism broke. The following information was provided by the initial reporter: "following administration of the rsv immunization, I was activating the safety on a 25 g injection needle and the safety malfunctioned. It did not activate all the way, bending the needle and leaving the tip exposed instead of activating fully." Additional information provided: 1. Was this noted upon opening the package? No. 2. Was this noted on the first-time use (if needle used more than once): 1st time used. 3. Please confirm the number of occurrences: (B)(4). 4. Kindly share the exact address details to send a return shipping label: the sample isn¿t available; a photo was included in the report.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One photo was received by bd. A quality engineer was able to examine the photo from batch 3031742 regarding item 305901. It shows a needle assembly assembled to a syringe. The needle assembly has the safety mechanism activated. It is broken in two pieces. No other defect or imperfection was observed. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. With no physical sample analysis, a probable root cause could not be offered. A device history record review was completed for provided lot number 3031742 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.